Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the native annulus was pre-dilated using a 22 mm non-compliant balloon. The valve was attempted to be deployed once, however migrated into the bulbus. The valve was recaptured and repositioned. The valve was attempted to be deployed a second time, however infolding was reported. The valve was recaptured and withdrawn from the patient. Per the physician, the patient's heavy calcification, aortic calcification, and annular calcification likely contributed to the valve infold. The valve, delivery catheter system (dcs) and compression loading system (cls) were all replaced. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutpro+ delivery catheter system (dcs), product ID: d-evprop23-29, lot #: 0011310219, ubd: 13-jul-2023, UDI#: (B)(4). Product analysis: upon receipt of the suspect complaint valve in original packaging and jar filled with clear solution at medtronic¿s quality laboratory, visual analysis showed the valve was discolored with evidence of blood contact with the frame in a crimped state. The inflow aspect exhibited a kidney-shaped appearance suggestive of a possible infold. All leaflets exhibited signs of creases. The condition possibly attributed to the valve being in the received crimped state for an unknown duration of time. As received, all leaflets appeared crowded and in partially closed position. All commissures appeared intact. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed state. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. The dcs was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule fully closed and a bump on the capsule tip caused by bent nitinol crowns. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was a gradual bend along the device. Delamination was observed over the nitinol reinforcing frame along the distal section and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. The reported event for dislodgement could not be confirmed in the analysis. Image review: two cines were provided for review. Each image clearly shows signs of severe frame infolding. Although there were no computed tomography (CT) images provided it was stated in the report that the patient presented with heavy calcification, aortic calcification, and annular calcification. This has been known to contribute to frame infolding. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported that there was no misload during the procedure. The patients anatomy may have been a contributing factor. The subject dcs was returned to medtronic for analysis. There was a gradual bend along the device, however the description of the event does not indicate that this damage occurred during the reported issue. Bent catheter shaft have historically been observed when the device was returned for analysis coiled in a box. Delamination was observed over the nitinol reinforcing frame along the distal section and the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.